Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).